Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the malfunction with the customer over the telephone, as the unit fail to pass short self-test (sst) before being placed on the patient. The tse recommended swapping the graphical user interface (gui) central processing unit (cpu), and the backlight inverter boards. The customer informed that they will repair the unit themselves, and would have the service engineer installing the operating software.

Event description:
It was reported that, the ventilator generated a flicking lower screen, and it became red. There was no patient involvement.